Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 92 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No failure or malfunction could be detected although the ln vent1 event was observed on the event trace as reported.

Event description:
It was reported by the customer to a carefusion authorized service center that the ventilator suddenly had ln vent errors while on a patient. The authorized service technician checked the event trace and verified symptoms of a ln vent error recorded on (B)(6) 2016. The patient was removed from the ventilator and placed on another ventilator with no harm.